Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1: (B)(6).

Event description:
The customer reported the device was disinfected with phtharal during reprocessing for a diagnostic bladder examination and was complete with the same device. This was involving an olympus cysto-nephro videoscope. The customer suspected that the cause for the use of glutaral was due to the recent upgrade from cystonephrofiberscope to cysto-nephro videoscope, the number of examinations has increased. Until now, they have been relying on sterilization, but due to the increase in the number of examinations, sterilization alone is no longer sufficient; therefore, they have changed their operation to disinfection using the endoclens installed in the endoscopy room. The process that led to this situation was that the staff were unaware that the disinfectant solution used in endoclens contained phtharal. There was no patient injury reported.